Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2012, as part of the post approval (B)(4) clinical study. According to the complainant, the patient underwent his first bronchial thermoplasty treatment to the right lower lobe on (B)(6) 2012. The procedure was completed successfully with no issues noted. On (B)(6) 2012, the patient experienced an event of atelectasis with symptoms including breathlessness, chest tightness, cough, and dyspnea. On (B)(6) 2012, the patient presented to the emergency room. On (B)(6) 2012, the patient was admitted into the hospital with right lower lobe atelectasis and suspected pneumonia. The patient was administered an unknown antibiotic prophylactically. A chest x-ray was negative for pneumonia, but confirmed atelectasis. The patient received levaquin and IV steroids while in the hospital, and was discharged from the hospital within 24 hours of the initial admission. The patient was discharged home with a medro dose pack, xopenex 0.63 treatment every 6 hours, and the patient will resume his saba and laba medications. The event of atelectasis was reported as resolved on (B)(6) 2012. Baseline spirometry values: visit date: (B)(6) 2012. Pre-bronchodilator: fev1: 3.66, fev1 % predicted: 93.61, fvc: 5.12, fvc % predicted: 102.81. Post-bronchodilator: fev1: 3.93, fev1 % predicted: 100.51, fvc: 5.33, fvc % predicted: 107.03. Additional information received since (B)(4) 2013. According to the complainant, the patient experienced the event of atelectasis beginning on (B)(6) 2012, as previously reported.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2012 as part of the post approval 2 (pas2) clinical study. According to the complainant, the patient underwent his first bronchial thermoplasty treatment to the right lower lobe on (B)(6) 2012. The procedure was completed successfully with no issues noted. On (B)(6) 2012, the patient experienced an event of atelectasis with symptoms including breathlessness, chest tightness, cough, and dyspnea. On (B)(6) 2012, the patient presented to the emergency room. On (B)(6) 2012, the patient was admitted into the hospital with right lower lobe atelectasis and suspected pneumonia. The patient was administered an unknown antibiotic prophylactically. A chest x-ray was negative for pneumonia, but confirmed atelectasis. The patient received levaquin and IV steroids while in the hospital, and was discharged from the hospital within 24 hours of the intial admission. The patient was discharged home with a medro dose pack, xopenex 0.63 treatment every 6 hours, and the patient will resume his saba and laba medications. The event of atelectasis was reported as resolved on (B)(6) 2012. Baseline spirometry values: visit date: (B)(6) 2012: pre-bronchodilator; fev1: 3.66; fev1 % predicted: 93.61; fvc: 5.12; fvc % predicted: 102.81; post-bronchodilator; fev1: 3.93; fev1 % predicted: 100.51; fvc: 5.33; fvc % predicted: 107.03.

Manufacturer narrative:
(B)(4). Study source: post-FDA approval clinical trial evaluating bronchial thermoplasty in severe persistent asthma (B)(4).

Manufacturer narrative:
(B)(6). Patient weight: (B)(6). (B)(4). Device MFR: boston scientific corporation (B)(4). Study source: (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.